Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice cassette leaked. The patient stated that the cassette had a leak in the tube and then air was in the line. This occurred during the second fill while the patient was connected. The patient stated the leak was where tube comes out of cassette, right below where it connects to patient line. The patient was uncomfortable the following day because of the air in them, but did not require any treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem of leak. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.